Event description:
The rptr is calling to report on biological indicators. Two indicators were used with separate ethylene oxide loads and both gave incorrect readings. The problem was discovered by the technicians handling the sterilization process. No pts were involved since the problem was discovered immediately.